Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The lead was fractured distal to the suture sleeve 165mm from the terminal pin and the lead was returned in two segments. There were stretched conductor coils 556 ¿ 587 mm from the terminal pin. The conductor coils were deformed 175, 377, 395 and 411 mm from the terminal pin. This damage was most likely due to a grabbing tool. There was lead on can abrasion 68 mm from the terminal pin. Due to the location of the fracture, the damage was consistent with a fatigue fracture near the suture sleeve tie down area.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise in atrial tachy response (atr) events. Pocket manipulations also noted noise. The lead was explanted and replaced as insulation damage or lead fracture were suspected. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.